Event description:
It was reported that the nail is broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the nail to be the primary product. Any further products were not reported. As mechanical properties of the material were within specified tolerances we exclude material faults. Manufacturing documents revealed no deviation at the time of delivery. According to the damages and the evidences of the breakage surface the nail broke in a fatigue fracture after an unknown implantation period due to overload. Lines of rest and missing plastic deformation indicated a fatigue fracture. According to found material damages ¿ chamfer-like material abrasion ¿ at the lateral edge of the right bridge it was suggested that the nail breakage had its origin in this area. Starting with an incipient crack the breakage slowly progressed through the cross section and ended in a small residual fracture at medial. The breakage in the anterior bridge most likely started with delay and progressed in the same manner ¿ but much quicker ¿ towards medial. Considering the orientation of lines of rest (running from lateral towards medial) the medial tips of the breakage surfaces were suggested being the residual fracture. The lateral edge of the right bridge had become significantly damaged due to contact with the step drill. Chamfer like material abrasion was caused by contact with the step drill whilst drilling under misalignment. Such damages cause additional notch effects. Reasons for misaligned drilling are various. The usage of the drill guide sleeve 1320-0215 (improved drill guiding feature) instead of 1806-0215 may ease the distal locking procedure. Marks at the medial and lateral edges of the proximal drill hole were identified as bearing points between nail and lag screw. They were caused by (micro-) movements between nail and lag screw during the implantation period. Marks in the distal drill hole were identified as bearing points between nail and locking screw. The flattened area (material abrasion) at the rounded tip of the set screw was caused by contact with the edge of the superior sliding flute of the lag screw. From technical point of view the nail broke in a fatigue fracture after an unknown implantation period due to overload. Additionally overload was most likely contributed by intra-operative material damage causing not intended notch effects. Evaluation revealed evidence that the event was not linked to a deficiency of the device but was rather related to post-operative load application contributed by intra-operative damage of the implant. Without any patient data and further medical information a more precise statement regarding the root cause of the nail breakage is not possible.

Event description:
It was reported that the nail is broken.